Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message, during therapy (medication unknown) in the medical surgical care area. The customer stated that the flow rate was 12.5 ml p hr and volume to be infused was 50 ml. It was also reported there was no patient injury.